Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported their physician had retired so they were unable to contact him. The patient called their manufacturer and had things explained to them. Consumer reportedly had an appointment with their pc on the 17th. The pain was reportedly gone and they were working on the frequency. No further information reported.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a loss of therapeutic effect and return of urinary frequency symptoms. The patient stated she got up four times the night before the call and had already gone to the bathroom twice the morning of the call. The patient indicated that the issue had gradually worsened. The patient was able to sync with the ins and she was using stimulation on program 4 at 2.0 volts and felt stimulation at the target area. Additionally, it was noted that the patient had a minor fall in (B)(6) where she tripped over her dog's toy and sprained her ankle. It was further reported that she had pain from the battery site down. She stated it started on the right side and had gone around to the other side. She indicated that the patient made it difficult for her to walk, noting that by the time she gets back from walking her dog, she would limp because it would hurt her so bad. She stated that she was seeing a chiropractor on a regular basis and was aware and familiar with her implanted system, and he did not press directly on the components. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.